Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues and a cracked display. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue and damage display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the pump was not able to be powered up and found to be unresponsive with no audible tone, no vibration and a blank and damaged display. The battery compartment was observed to be intact with no visible cracks and no evidence of moisture contamination inside the battery compartment. The pump was returned without the battery cap. Further testing was prohibited due to the unresponsive pump. The pump case was removed and evidence of impact damage to the inside of pump was observed. Multiple components were observed to have become detached indicating a loose component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.